Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Consumer believed the shocking was related to the device. Patient reported they went to the ER once for the device when they experienced the stinging. They did not realize the stinging was at the ins site and had never felt the scar before because they couldn't see it. It was pointed out to them in the ER and then the patient realized that's where the stinging was. It was reported that the pain went away and it felt like an insect stinging, but there were no stinging marks. Patient reported that it was confusing. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Before the revision, patient felt a big shock after using their hand-held shower to clean themselves. After the revision, on (B)(6) 2017, the patient was using their hand-held shower to clean themselves in their vaginal and anal area. A few hours later, the patient was sitting in their reclining chair and felt a "stinging" sensation at the ins site. The following day, they went to the emergency room because they felt a "lump and a ridge" at the ins site. An x-ray confirmed a lump at the ins scar, but what it was couldn't be determined. Patient asked if the water from the hand-held shower traveled through their vaginal area to the lump near the ins site. It was recommended to connect with the healthcare provider (hcp) about the lump diagnosis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the shocking sensation occurred in the patient's front right abdomen about 20 minutes after they had cleansed their vaginal and rectal areas with a pulsing shower head. The pain started on the right front abdomen, traveled a short distance, and stopped. They stated that the shocking occurred in late 2015 and was, perhaps, related to the wearing of an electronic monitoring sensor device, which they wore for two weeks for a cardiologist. They then stated that this was, perhaps, in early 2016. The shocking was not at the ins site and lasted only seconds and stopped on its own. They couldn't remember what they found on the program. There was no stinging sensation for the first event and the bulge was a slight raise in their skin on the initial ins site on their left rear buttock. On (B)(6)2017, they had gone to sleep sitting up in their recliner, noted to be for gerd, which, possibly, put more pressure on the implant site. A shower was taken prior to them sleeping and, suddenly, they were awakened by a stinging sensation on their right back/hip area. They felt a lump/bulge and thought it felt like they werestung by an insect, but no bite mark was found. It turned out to be the incision scar of the implant. They called it lower back pain and they didn't realize that their system wasn't working properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.